Event description:
It was reported, dr implanted a tibial nail in a pt with a transverse mid shaft fracture. After tibial nail was implanted, he placed two distal screws and then placed a 5 mm shaft screw in dynamic position of proximal oblong hole. He went ahead and placed a tibia compression screw down the nail and advanced it to the shaft screw. Under image, dr tightened the compression screw against the shaft screw. After a few turns, the head of compression screwdriver shaft broke off inside the compression screw. He was able to get roughly 3 mm of compression before the breakage. Head of compression screwdriver shaft was left inside compression screw.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Associated devices: (B)(4) compression screw; advanced t2 tibia, lot# k102117; (B)(4) tibial nail; standard t2 tibia 13 x 315 mm, lot# k891002.